Event description:
It was reported that one day post implant, the physician found that the left ventricular (lv) lead had dislodged. It was noted the lead was placed in a fairly large coronary sinus branch that tapered at the distal end. The lead was removed and replaced with great success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- product event summary- the full lead was returned. Analysis was performed and no anomalies were found the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead (B)(6) 2014; 5076-58 lead (B)(6) 2014. (B)(4).